Event description:
It was reported by the customer that their insulin pump was alarming battery out limit. Customer stated they could not recall any significant events that lead to the alarm, but the device continuously alarms after they have inserted new batteries. During troubleshooting, customer stated receiving a lost sensor alarm after setting the time and date on the device. Assisted customer with reprogramming and device did not alarm. Advised customer to monitor device. Customer's blood glucose level was 211 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.